Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for three devices and reviewed. The first photo shows the complete view of catheter and product label. Lot and product information were matched and verified. Thread was not noted protruding from the catheter pigtail. Thread separation noted. The second photo shows the complete view of catheter and canula with product label. Lot and product information were matched and verified. Thread was not noted protruding from the catheter pigtail. Thread was noted to protruding from catheter hub only. Thread separation noted. The third photo shows the complete view of catheter and partial view of canula with product label. Lot and product information were matched and verified. Thread was not noted protruding from the catheter pigtail. Thread was noted to protruding from catheter hub only. Thread separation noted. Therefore, the investigation is confirmed for the reported thread break issue for all three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided abscess percutaneous drainage procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was identified that the sure lok component of the drainage catheter was broken, with visible glue noted at the end of the degraded thread, despite no excessive force being applied during manipulation. The procedure was completed using another device. There was no reported patient injury.